Event description:
On (B)(6) 2022 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. The patient underwent a tubing replacement on (B)(6) 2022 due to buried bumper (previously reported in MDR 3010757606-2021-00434). On (B)(6) 2022 during a nurse visit, the patient's stoma site was noted to be clean with no drainage. A subcutaneous hematoma was noted and the physician requested a compression bandage. The nurse reported that the new tubing was not to be moved for four days due to possible interference with internal points. It was reported that the surgeon decided to reuse the same stoma and assumed that a bumper will be buried in a maximum of 5 days. After 48 hours, the attempts to mobilize the tube revealed a buried bumper. The surgeon was informed and stated that the buried bumper was expected and the patient can be discharged with the buried bumper in which a tubing replacements can be performed every 2 years with surgery. On an unknown date, a gastroenterologist performed an urgent endoscopy which revealed a bumper that was completely buried with great thickening of the gastric wall. On (B)(6) 2022, the patient underwent surgery to remove the bumper with papillotome, but the internal thickening was very pronounced and the bumper was not reached. The bumper was also noted to be closer to abdominal wall than the gastric wall. The surgeon who placed the peg tube on (B)(6) 2022 stated additional surgical intervention was not needed and decided that the buried bumper does not cause any damage nor disturb tubing maintenance. The surgeon also stated that the patient can be discharged and there was no problem with keeping the peg tube with the buried bumper until the next replacement in 24-36 months. On an unknown date, the patient presented with a stoma site infection with no exudate or antibiotic treatment. At the time of report, the patient was discharged with the buried bumper, stoma site infection, and inflammation of the mucosa, and to be checked by a surgeon in 2 years.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. Refer to MDR 3010757606-2021-00434 for previous event of buried bumper. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Additional information received on 16 jun 2023: in (B)(6) 2023, the tubing was removed and replaced due to the buried bumper.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event was not returned or discarded; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.